Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center camera stopped working part way through a procedure. It appears to have lost signal. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned therefore the issue of no image was not confirmed. The presumed cause could not be determined because the inspection result is not attached and olympus could not get other information. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found at the beginning of a therapeutic laproscapic coloecsteotomy. The procedure was finished with a similar device.